Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex monorail (mr) balloon catheter was received with dried blood and contrast in the distal shaft and balloon. Inflation of the device to nominal pressure located a pinhole with scratches in the balloon parallel with the proximal edge of the distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There was also damage to the distal tip. There is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 95% de novo lesion was located in a moderately tortuous and severely calcified distal right coronary artery. The physician advanced the 15mm x 2.00mm nc quantum apex mr balloon to the lesion for pre-dilatation and upon inflation to 20atms the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 95% de novo lesion was located in a moderately tortuous and severely calcified distal right coronary artery. The physician advanced the 15mm x 2.00mm nc quantum apex mr balloon to the lesion for pre-dilatation and upon inflation to 20atms the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.